Event description:
The customer's mother reported that the insulin pump had a streak across the screen. Customer's mother did not have the insulin pump available at the time of the call and was unable to troubleshoot. Blood glucose level at the time of the incident was not provided. The customer's mother will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.